Manufacturer narrative:
An isi fse evaluated the da vinci surgical system involved with this complaint and was unable to reproduce the reported vision issue with the ssc. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgeon aborted a da vinci surgical procedure after encountering a vision issue with the ssc.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon did not have vision through the right eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc). The surgical staff cycled the system power, vision side cart (vsc) circuit breaker, and the ssc breaker prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. While speaking to the tse, the surgical staff cycled the system power and disconnected all of the digital video interface (dvi) cables on the back of the ssc. The surgical staff also swapped the blue fiber cable from the patient side cart (psc) and ssc. After the ssc breaker was cycled for over a minute, the system powered on and home with no errors. However, the right eye still appeared black through the hrsv. Due to the reported vision issue, the surgeon was possibly going to abort the planned surgical procedure. At that time the patient had been under anesthesia, ports had already been placed, and the site's other da vinci surgical system was in use. The following day on (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported vision issue. The fse tested the da vinci surgical system and verified that it was ready for use. No trouble was found. On (B)(4) 2014, isi contacted the clinical sales representative (csr). According to the csr, she was not present during the reported event. However, she was informed by the site that the da vinci surgical procedure was aborted due to a vision issue. On (B)(6) 2014, isi was contacted by the patient. The patient indicated that the da vinci surgical procedure was aborted after anesthesia had been administered and ports had been placed. According to the patient, the surgeon informed her that the case was aborted because a circuit board blew out and a lens on the da vinci surgical system was not working. She did not know how long she was under anesthesia before the surgical procedure was aborted. Upon waking up from the anesthesia, the patient indicated that she experienced nausea and shoulder pain. The patient denied receiving treatment for the shoulder pain. She did not know if she received any treatment for the nausea via her IV. The patient stated that her da vinci hysterectomy procedure has been rescheduled for (B)(6) 2014.